Manufacturer narrative:
A detailed investigation of the reported event was not possible as the requested device log was not provided. Therefore, the root cause of the reported ventilator failure could not be determined. In case of a ventilator failure the fabius shuts down the automatic ventilation and posts an audible alarm and visible alarm message "ventilator fail". In this case automatic ventilation is not possible anymore. The user can switch to manual ventilation. Manual is still functional. During service activities after the case in question the ventilator failure could not be replicated. The device was tested and confirmed to operate according to manufacturer's specification.

Event description:
It was reported there was a ventilator failure during use. The patient was bagged. No patient injury reported.